Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2019, the patient experienced a hardened peristomal area, stoma site erythema, with some bleeding. The patient was treated with crystalmine and diprogenta ointment. It was reported that the stoma erythema persisted with abundant exudate and presence of pain in the internal area of the stoma, and the patient began treatment with an amoxicilina clavulanico. It was reported that the patient had slight improvement in the stoma after starting the antibiotic(s) and there was only exudate and less pain.